Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the need to change batteries every seven days or less, the pump rejecting new batteries, and unexplained, random no delivery alarms. The customer reported no adverse event. The event involved product(s) mmt-431ag, mmt-342, mmt-1884l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the infusion set. Mmt-431ag was requested and the customer response was that the device will be returned. The customer will discontinue use of the reservoir. Mmt-342 was requested and the customer response was that the device will be returned. No product return is required for mmt-1884l.

Manufacturer narrative:
Unit passed the self-test, active current measurement, sleep current measurement test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No failed battery test noted during testing. No unexpected alarms/alert/anomalies noted during testing. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on (B)(6) 2025 12:15:00.000 and (B)(6) 2025 18:15:00.000. No unexpected low battery alerts listed in the pump trace download. With reference to the battery duration failure analysis instructions, the customer did not experience an unexpected battery power loss of less than 7 days per the pump history records. No delivery alarm and bolus not delivered was not found in the history file or traces on event date of (B)(6) 2025 or two days prior. Pump was cut to perform visual inspection and found evidence of no physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. No low battery alert noted during testing and no unexpected low battery alerts listed in the pump trace download. Failed batt test, unexpected battery power loss and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.